Event description:
In 2008, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device resulting in insulin spilling into the cartridge compartment. The pt was educated on the proper technique for removing the insulin cartridge from the infusion device. She stated that she was not comfortable using the infusion device. She was advised to switch to her backup device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.